Manufacturer narrative:
This investigation is in process. Once additional information is available, a supplemental MDR will be reported accordingly.

Event description:
It was reported that during a my3d personalized pelvic reconstruction case, the surgeon had difficulty fitting the implant into the patient anatomy (specifically, getting both the iliac and ischial flanges to fully sit down on bone at the same time). For the implant to have good fit superiorly, the ischial flange was cut off intraoperatively. The surgery was completed successfully with a less than 30 minute surgical delay. This event will be reported to the FDA as a malfunction as there is potential for the implant to loosen and contribute to a serious injury in the furture.

Manufacturer narrative:
On (B)(6) 2023, (B)(6) (an onkos engineer) reported that the surgeon, dr (B)(6), experienced difficulty with fitting a my3d® personalized pelvic reconstruction implant into patient anatomy intraoperatively on (B)(6) 2023. More specifically, the surgeon reported a fit issue due to the inability to seat the iliac and ischial flanges on the bone simultaneously. It was decided to remove the ischial flange, which was cut off intraoperatively. The surgery was reportedly completed successfully with a less than 30-minute surgical delay. As detailed in section 3.5, the IFU and surgical technique documentation identifies elements that represent potential contributing factors to the pelvic implant/bone fit issue identified in this complaint. The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the pelvic implant/bone fit issue was not related to the design, manufacture, and/or sterilization of the pelvic implant.